Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the hospital. Upon interrogation, the pulse generator exhibited loss of output, no magnet response, backup vvi operation, and telemetry anomaly. No intervention was reported.

Event description:
New information reported stated that the device was explanted, the date is unknown. No additional information was reported.